Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument sparked at the tip. When the customer pulled out the mcs instrument, the tip was melted. The customer exchanged the mcs instrument, and there were no further issues. The surgeon noticed cut settings was up to 8 instead of 4 on the electrosurgical generator unit (esu). The customer reported the nurse had all settings set to 4 prior to surgery, and the customer was unsure where or when it got changed. The rest of the surgery progressed without further incident. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grounding pad was used, and it was placed on the right lateral thigh of the patient. The grounding pad did not appear to have any issues/defects. The energy leaked/arced from on the monopolar curved scissors (mcs) instrument at the distal tip. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. Damage was identified on the tip cover after the arcing occurred. No injury the patient was reported. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The mcs instrument was already returned to isi. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have localized melting at the tip of one of the blades. The instrument passed electrical continuity test in both blades. There was/was not material missing. The complaint was confirmed by failure analysis.